Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: 4.2; 5.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated inratio value results as follows: 4.5; 5.2; average: 4.85; stdev: 0.49; %cv: 10.21. As per the internal procedure rev.2 section 8.2, if the % cv is less then 20% criterion is met. Here the % cv is less than 20% which is 10.21%. Also patient did the lab test. The confident limit rev.2, cannot be calculated since the patient did not give direct comparison with lab results. The caller alleged the lab results were higher than 11.5. The patient also takes vitamin k., which might interfere with the test.